Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was not under 500 mg/dl. The current blood glucose level of customer was 195 mg/dl. Customer stated that infusion set was not working as blood glucose level was above 300mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was known that auto mode feature was not active at the time of incident. It was found that customer had not experienced symptom related with high blood glucose level. Customer was treated with insulin pen or manual insulin injection. Customer alleged that insulin pump was under delivering. The insulin vial was not exposed to extreme temperatures, expired, or looks cloudy. The insulin pump will not be returned for analysis.